Event description:
(B)(4). I had essure implanted in (B)(6) 2011 and had no problems until (B)(6) 2015. At which time I began having headaches, no menstrual cycle for 3 months, weight gain and thinning hair.